Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. In this case, the patient required electrical cardioversion postoperatively due to continued atrial fibrillation. Based on the available information, the root cause for the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient required cardioversion due to continued atrial fibrillation after implant of a 27mm pericardial aortic valve. The patient also underwent CABG x2 and reconstruction of aortic root with a pericardial patch. Intraoperatively, a full sternotomy approach was used. The patient was found to have very friable aortic tissue. The aortic valve was partially bicuspid, very calcified, with calcifications extending down onto the anterior mitral leaflet and deep into the septal area of the lv outflow tract. This was extensively debrided. There was a bar of sub annular calcium that could not be completely removed. The 27mm valve was implanted. His aorta, however, was very friable and had started to split back by the base, so it was closed with a pericardial patch. The angle that the valve sat at left a strut pushing out this way also, and he needed a root enlargement to allow this to sit in a tension-free manner. Because of the short amount of space then that was available, the heart was deaired and then came off of bypass. His echo showed improved lv function and good valve function. He was coagulopathic from his pump run and probably his hemodilution. The patient tolerated the procedure well and was transferred to the open-heart unit in hemodynamically stable but critical condition postoperatively the patient had 2 episodes of paroxysmal atrial fibrillation that was treated with IV amiodarone. On postoperative day six, the patient had electrical cardioversion for continued atrial fibrillation with successful conversion to normal sinus rhythm. The patient will be fitted for a lifevest due to low ef and was expected to be discharged pending no additional complications.